Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not been returned.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection signs of repeated use and a fracture were noted. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. Further investigation of this complaint has been completed by the CAPA process. Further investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.